Event description:
Literature: blomstedt p, jabre m, bejjani b, koskinen lo. Electromagnetic environment influences on implanted deep brain stimulators. Neuromodulation. 2006;9:262-9. Summary: this article retrospectively analyzed data concerning the effects of external electromagnetic fields on 172 patients implanted with dbs. The objective of the study was to report the authors' observations on the external electromagnetic field influences on dbs in their patient population, and how these influences affected the patient's lives and other healthcare-related conditions. Reportable event: one patient noticed the ipg became deactivated when approaching a lightning rod at the top of a building. The patient had bilateral ipg's. The other device was not affected (different model).

Manufacturer narrative:
(B)(4).